Event description:
Reference number (B)(4). Event occurred in the united states. On 02-august-2024, it was reported by the patient that he forgot to take off the needle guard. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.